Event description:
A customer's mother reported her son received a glucose result of 140 mg/dl on his freestyle flash blood glucose monitor. He then became sweaty and non responsive. Her son then experienced a loss of consciousness and entered into a comatose state. Paramedics were called, and upon arrival a glucose result of 36 mg/dl was obtained on an unknown brand of meter. Honey was administered by the paramedics to the customer in order to stabilize glucose levels. The customer did not need to be transported to a hospital.

Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips with lot number 0701627. The complaint was not confirmed and no new issues were observed, all results were within the range specification, and no errors or other issues were observed during control solution testing. The freestyle flash blood glucose result as reported by the customer was identified in the meter internal log.